Event description:
Dr. Intubated pt without incident then noticed the bellows were not fully inflating. Dr. Ventilated the pt with ambu bag to o2 while staff checked for leaks. Dr. Was able to compensate for leak by increasing flow of o2 without incident. Ge anesthesia came for service. Had to reseal bellows and replace flow sensor.